Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error and would intermittently lock up during boot up. There was no pt injury or death reported.